Manufacturer narrative:
Recorded implant date is prior to manufacturing date. Implant date is unclear. : product ID: 3387-40, lot# j0101928v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that implantable neurostimulator (ins) depletion was too quick based on the reporter¿s knowledge of the settings. The reporter stated that the patient had had multiple replacements and ins¿s that did not use interleaving. The reporter wanted to know why the batteries were only lasting a couple of years. The reporter only knew that the patient was programmed monopolar with an amplitude around 3.0 volts. Eight days later, it was reported that the healthcare provider (hcp) thought the ins¿s might have been depleting too quickly. The patient¿s settings were an amplitude of 3.5, monopolar stimulation, and a pulse rate of 60. Refer to manufacturing report #3004209178-2012-10832 and #3004209178-2012-10831 for the patient¿s issues with his most recent devices. Refer to manufacturing report #6000032-2014-00030 and #6000032-2014-00031 as the patient had multiple replacements and each battery was thought to have depleted too quickly.